Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video taken from the angiogram was reviewed. The video provided shows three released stents in the sfa. At the middle stent, geometric distortions of the stent structure are recognizable. The inhomogeneous radiopacity at the distal end of the stent may be suggestive of focal stent compression or elongation. Unfortunately, the quality of the video is rather poor. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (75 percent stenosis degree) a severely tortuous part of the proximal right vertebral artery. After pre-dilatation, the pulsar-18 was delivered to the lesion and released, but the distal area of the stent was twisted and shortened around 1 cm. A balloon was used to inflate the twisted area, but the stent structure was damaged. Another stent was implanted to cover the damaged area and the vessel was improved. The patient was stable.